Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak was confirmed. A type iiia endoleak was also noted as confirmed in the clinical review. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review identified the following factor that may have contributed to the patient outcome: irregular calcifications at the bifurcation.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated and a suprarenal aortic extension. Subsequently, during a follow up visit, it was found the patient had a type 3b endoleak. Patient is still in the hospital in stable condition. No action has been taken at this time. Additional information 9/28/2015: there was a secondary relined with gore stent on this patient.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated and a suprarenal aortic extension. Subsequently, during a follow up visit, it was found the patient had a type 3b endoleak. Patient is still in the hospital in stable condition. No action has been taken at this time.